Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) stated the device was no longer functional. This ICD was explanted. No additional adverse patient effects were reported.